Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock/ therapy. No intervention was performed. The patient's status was unknown.

Event description:
New information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. The patient was stable.